Event description:
.A device report from (B)(4) indicates a hospital in (B)(6) reported: procedure started with the fixation of the fibula, then due to lacerations on the medical face of the tibia, the specialist uses a lcp 3.5 warm plate and cortical screw, during this insertion a cortical screw head broke off and the shaft remains in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of the returned screw were checked and found to be in compliance with the technical drawings and ao asif specification. Also the examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. Unfortunately no further detailed information has been given. This lead us assume that too much applied mechanical force, slanting direction, during the screw placement has lead to the breakage of the screw shaft. The cross section surface shows no irregularities which indicate material conformity as well. No product fault could be detected.